Manufacturer narrative:
Concomitant medical products - unknown nexgen lps-flex femoral component catalog #: ni lot #: ni, unknown nexgen tibial component. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2019-04180, 0001822565-2020-01002.

Event description:
It is reported that the patient underwent a knee arthroplasty revision due to femoral loosening and bearing wear approximately fifteen (15) years post-operatively. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Report source: event occurred in (B)(6).

Event description:
It was reported that approximately 15 years post implantation, the patient was revised of the bearing due to loosening. Attempts have been made and no further information has been provided.